Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. B3 - date of event: since the exact event date was unknown, it was updated as first day of the month of awareness. (B)(6).

Event description:
The event involved a secondary set, secure lock, 34 inch, and it was reported there was small black dots on the internal walls of the drip chambers. There were no reported patient involvement and no reported patient harm.